Event description:
It was reported that an infection occurred and the patient had bacteremia. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The partial lead was returned in segments, was analyzed and no anomalies were found. It was noted there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer tubing overlay was melted and breached cut, the outer insulation had cosmetic depression and there was apparent explant damage. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was outer insulation cosmetic depression.